Manufacturer narrative:
Investigation is still ongoing.

Event description:
It was initially reported by an edwards (B)(6) affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the commander delivery system balloon did not fully inflate during valve deployment, and the valve embolized into the ascending aorta, then gradually moved to the descending aorta. The valve was placed in the mid-descending thoracic aorta, and a second valve was prepared and successfully implanted. The patient was doing well and was discharged home. However, per follow up with the facility, per medical opinion, nominal volume was not in the balloon, and at the same time, contrast liquid was noticed on the treatment table. There is suspicion of a 3-way-stopkock failure. There was no leak noted in the delivery system, but was noted post procedure under the 3-way stop cock area on the coverage cloth. Per pre-deco evaluation of the delivery system and stopcock, the balloon was fully inflated with no leaks observed in the system or stopcock.

Manufacturer narrative:
Visual inspection of the returned device was performed and the following was observed: the y-connector adhesive was present, and a kink observed on guidewire lumen above the triple markers. The following functional testing was done: the delivery system was successfully deaired. The balloon was inflated using the returned non edwards stopcock. The balloon was able to be fully inflated with no damage or balloon leakage observed. Due to the nature of the device, no dimensional testing could be performed. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for inflation difficulty and/or incomplete inflation was unable to be confirmed, as the reported complaint could not be replicated from the returned device. No manufacturing nonconformance was identified during the evaluation. As reported, 'during valve deployment, the commander delivery system balloon did not fully inflate'. Additionally, it was noted that 'there was no leak noted in the delivery system. The leak was noted post procedure under the 3 way stop cock area in coverage cloth. The implanting doctor suspects that the 3 way stopcock was not tightened enough'. During product evaluation, the balloon was able to be fully inflated with no damage or balloon leakage observed with returned stopcock. No abnormalities were observed with the returned stopcock. It is possible that the 3 way stopcock was not tightened sufficiently during the procedure, causing a leak path during balloon inflation that contributed to the reported inflation difficulty. A definite root cause is unable to be determined. However, available information suggests procedural factors (inadequate device preparation) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.